Manufacturer narrative:
Findings: passed displacement test, pump self-test, off no power test, unexpected restart error test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in specifications. Unit received with intermittent button response on the act button due to corroded keypad traces noted. Cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Event description:
The customer reported via phone call indicating that her pump, meter and supplies was not able to locate. Customer stated this was lost last weekend.